Event description:
During a lead revision procedure, the physician used electrocautery near the implant. Device labeling states that monopolar electrocautery should not be used as it may cause permanent damage to the implant. The surgeon decided to implant the pt with a new boston scientific spinal cord stimulator.